Event description:
Customer reported IV pump alarming for air-in-line, when tubing removed from pump total parenteral nutrition was found to be leaking from hole in IV tubing at blue tubing that fits in pump. No harm to pt. Set was replaced and infusion restarted without incident. No add'l info was available.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The analysis found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed five conforming clips and four scissor clips and then, it locked out as intended. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, surgeon noted that the device didn't apply the clips correctly. These weren't properly formed. Also the assistant of the surgeon tested the device out of the patient, on a gauze, and also in this case the clips hadn't the properly shape. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.